Event description:
It was reported by service report that the cot x frame would not latch with patient weight. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Lock bar assembly.